Event description:
It was reported that t: slim x2 pump battery would not reliably charge, as charging connection remained unstable and required caller to hold cable in place or position pump carefully for charging to be recognized, even after using tandem charging cable, wall adapter, and a working outlet. There was no reported impact to the customer¿s blood glucose level. Customer first tried replacement charging cable and wall adapter sent by technical support, but issue persisted, so customer was advised to continue using current pump and rely on alternate insulin method if necessary, until replacement pump arrived, and technical support arranged shipment of replacement pump.